Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the keypad was found to be fully intact; no damage was observed. During testing, the ok and contrast keypad buttons were intermittently responsive and required multiple button presses with increased force to elicit a response. The up arrow and down arrow keypad buttons responded appropriately. There was evidence of contamination found under all keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.